Event description:
During a cardioversion treatment, it was reported that an atrial fibrillation (a-fib) pt received a shock on the t-wave and converted to ventricular fibrillation (v-fib). The pt outcome is unk. Physio-control's several attempts to contact the customer for further details on the event and/or the pt have been unsuccessful. A clinical review of the reported event found that the device use may have contributed to the pt outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. There was no failure found with the device. The device was returned to the customer for use. Physio-control's review of the reported event and investigation determined the cause of the reported incident to be use error. The pt initial ECG showed a dampened tachycardia rhythm in sync mode. The qrs complex was not discernible in the waveforms with questionable ability for r-wave detection and placement of sync sense markers. The user delivered a defibrillation shock without troubleshooting the poor ECG waveform or confirming the sync sense marker placement within the qrs complex. For synchronized cardioversion procedures, the device operator manual instructs users to observe the ECG rhythm and confirm the sense markers appropriate placement within the qrs complex.